Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the stored electrograms for high ventricular rate revealed an episode of post sensed t-wave oversensing on the ventricular channel of the implantable cardiac defibrillator. No device intervention was performed. The patient was in stable condition.